Event description:
Customer reported via phone, he was hospitalized due to high blood glucose over 600 mg/dl. Customer stated the insulin pump had reoccurring no delivery alarms all day. Paramedics were called due to customer throwing up and he was taken to the hospital. Customer was diagnosed with diabetic ketoacidosis and a stomach bug. Customer declined troubleshooting. Customer is not returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-76763 reservoir.